Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on 08/16/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity. Medical intervention was not specified. Repeated attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h was updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, asthma (new or worsening), kidney disease/toxicity. Medical intervention was not specified. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, dust and secondary findings was observed. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.